Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reported visual discomfort and unable to read. Refractive error is the clinical reason for exchanging the iol in a secondary procedure. Additional information was requested.

Event description:
Additional information was provided by the surgeon, that in his opinion, effective lens position issue, caused or contributed to the event. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).